Event description:
It was reported that prior to using a bd plastipak¿ 5ml syringe, the barrel was cracked. The following information was provided by the initial reporter, translated from portuguese to english: broken syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: two photos received for investigation. Upon visual inspection, barrel appears damaged. It is possible to see a plastic fin fused to the barrel, what indicates some defect during the molding of barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with tangle in the molding system. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h.10.

Event description:
It was reported that prior to using a bd plastipak¿ 5ml syringe, the barrel was cracked. The following information was provided by the initial reporter, translated from portuguese to english: broken syringe.